Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated in the middle of the night, while the patient was sleeping, the tubing had detached from where it connects to the reservoir. The same issue had happened twice now and it started 3 months ago. Reportedly, the patient was using the infusion one day before the occurrence of the malfunction. The location of the detachment was where the tubing connects to the quick release. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.